Event description:
It was observed that during the device evaluation, the rigid video scope exhibited dents on distal edge, tube has dent and scratches on gold plating. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a probable cause could not be establishment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.